Event description:
Based on the report information, submitted to (B)(4) on (B)(6) 2010, "a us infusion tray did not have a catheter in it." The used product/sample was not returned to (B)(4). (B)(4).

Manufacturer narrative:
This report was previously assessed and the decision was there was no indication for MDR reporting, based on the existing MDR reporting criteria. This complaint file was reviewed by three FDA inspectors and the contents did not warrant a MDR report filing. (B)(4) has updated its complaint handling and MDR reporting procedures. The 2009 and 2010 complaint filed were re-examined and based on the changed criteria this MDR report is being filed. An examination of the device was not carried out as the used item was not returned to (B)(4).